Event description:
It was reported that the valve was explanted after an implant duration of approximately 7 months due to prosthetic aortic valve endocarditis. Per the op report, this patient presented with enterococcus bioprosthetic valve endocarditis. The valve leaflets were covered with vegetations during explantation. The aortic root through most of the area was clean with no infection. There was one area between the noncoronary and the left coronary close to the annulus and the noncoronary site where there was a tear during removal of the valve. Looking at that area it was a small cavity. It was suspected there might be an infection. This area was opened and debrided but there was no sign of infection in that area. With the previous operation, there might have been a tear which had a very small localized pseudoaneurysm. This area was also used to do a root enlargement using a patch. The aortic valve was replaced with another edwards bioprosthetic valve. After completion of the procedure, the valve was interrogated and was opening and closing well with no paravalvular leak. Patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there is no information suggesting that there was a device malfunction. The op report documents the infection source as a strain of enterococcus. Unfortunately, the root cause of this event cannot be confirmed without the sample device. No further actions are possible with the available information.